Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The lesion was identified in the left anterior descending (lad) artery. The vessel diameter was 3.5 mm; the target lesion length was 10mm. Pre-procedure stenosis was 98%. Post procedure was 7% stenosis. A 3.5x12mm liberte stent was deployed. An additional liberte stent was implanted to treat the dissection. The procedure was a technical success. The patient was discharged without anginal complaints or silent ischemia. Discharge medication included: asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months. The patient did not experience any major cardiac events.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint relates to a product which meets specification and the complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Product was unavailable for analysis.